Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postop a caesarean section, the suture wound was red, swollen and suppurated. After removing the thread, debridement and suture were performed on the affected area again. After 3 days, the wound was healed.